Manufacturer narrative:
Product ID 377760, lot# v000187, implanted: 2006 (B)(6); product type lead product ID 377760, lot# j0555264v, implanted: 2006 (B)(6); product type lead product ID 377760, lot# v000187, implanted: 2006 (B)(6);product type lead product ID 377760, lot# j0555264v, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was going to be having a revision on their device on either 2014 (B)(6) or 2014 (B)(6). The patient was going to have MRI compatible devices implanted. The patient wanted to have MRI compatible devices was because they had had many issues and were having severe issues with their neck and shoulders. They wanted to get an MRI to find out if there was a pinched nerve. The patient went into kidney failure but they didn¿t immediately realize they were in kidney failure, they just realized that the stimulator was causing them more pain. They realized that they were in kidney failure and were waiting for that to be solved before they redid the patient¿s device. The patient hadn¿t been able to use their stimulator in two years prior to the report. The patient¿s trial was awesome and they had not been that pain free in over 10 years. The patient had more pain on their right side than on their left side. The patient¿s leads to their left side were fine but the ones that were supposed to go to the right leg were on top of the patient¿s spine. This meant that the patient got more stimulation to their left leg than their right leg and to get enough stimulation to their right leg it caused the stimulation to be too much to their left leg. The patient had had their stimulation adjusted and it just hadn¿t worked. The patient was implanted in 2005 and from 2005 to 2010 the stimulator worked but the patient¿s back had gotten worse and the patient had more surgeries since then. The patient thought that the device was causing them back pain but they found out that they actually had kidney pain from the kidney failure and it was agitating the kidney. The patient¿s device issues started 2 years prior to the report. They had tried to adjust their stimulation and be reprogrammed but they could never get it where the stimulation wasn¿t too weak on one leg and too strong on the other because, the leads were not right. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.